Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer tested herself with the contour next link 2.4, and received average readings. Specific results were not provided, but according to the meter memory, her only reading from that day was 215mg/dl. Since she was feeling symptoms of being dizzy and shaky, which she attributed to hyperglycemia, she went to a health care professional. The doctor ran a blood test on her and the reading was 400mg/dl. The customer was treated with insulin and some kind of extra medicine, after which, she felt better. The strips were not expected to be returned. A new meter was sent to the customer.